Event description:
It was reported that the device stopped rotating. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. While using the catheter, the motor died. The catheter was removed. The procedure was completed with another jetstream xc catheter. No patient complications were reported.